Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: device evaluation anticipated, but not yet begun corrected h3b device not eval provide code: n/a getinge became aware of an issue with one of surgical lights - powerled. As it was stated there was grinding noise heard on the connection betweend headlight and fork and some of particles fall down. The grinding on the headlight stop segment during use can lead to metal particles falling. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. According to the analysis performed by the subject matter expert, the damaged shaft is probably due to a lack of lubricant and needle bearings must not be used in such a condition. In the user manual maquet sas requests to the final customer, to check the snap rings on all the light heads and to remove the light and lubricate the sleeves every year by a certified technician. It will protect the bearings and shaft from being used in inappropriate conditions and damaged. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Getinge became aware of an issue with one of surgical lights: powerled. As it was stated there was grinding noise heard on the connection betweend headlight and fork and some of particles fall down. The grinding on the headlight stop segment during use can lead to metal particles falling. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Event site telephone: (B)(6). Event site postal code: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.